Manufacturer narrative:
The end user's son reported that his mother fell off of the elevated toilet seat and suffered a lumbar compression fracture. She was admitted into the hospital a few days after the incident and was treated with a back brace. The fall was unwittnessed and it is unknown what role, if any, the elevated toilet seat played in this incident . A sample has not been returned for evaluation. The end user's son was unable to provide a product number or a lot number for the elevated toilet seat. It has not been confirmed that this is a medline product. A root cause has not been determined, however due to the need of an intervention and in an abundance of caution, this medwatch is being filed.

Event description:
The end user's son reported that his mother fell off of the elevated toilet seat and suffered a lumbar compression fracture.